Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The physician inserted the sheath and removed the dilator without issues. Then, after inserting the catheter microbubbles were observed in the shaft of the sheath. Aspiration did not solve the issue, so the device was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.